Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on (B)(6), 2026, the patient experienced skin irritation at the infusion site on the arm after approximately 5-24 hours of pod wear. The patient reported that the infusion site developed pain, burning and itching sensation, swelling in the shape of the pod, and skin thickening around the cannula insertion site. The patient consulted a dermatologist at isala zwolle hospital and received a prescription for levocetirizine (antihistamine), cavilon spray (barrier film), fixomull (protective dressing), and limisan (adhesive remover). According to the patient, a dermatologist had diagnosed an allergic reaction to the pod adhesive several years before the current episode. The patient has since resumed omnipod therapy.